Event description:
As it is designed, there should be a 5 second delay between the alarm condition and when the notification page is sent. If there is only 1 pager assigned to the pulse oximeter, the system behaves ok. If there are multiple pagers (i.e. Assigned backup nurse) there is a 7 second delay between each page request). Depending upon which pager the primary nurse was holding, there could be a several second delay before they get the initial page. Another area of the hospital is running the same software version with the same issue.